Manufacturer narrative:
The insulin pump was received with motor error alarm during the occlusion test and unable to prime during prime test due to faulty force sensor system. The pump was unable to perform the occlusion test due to prime anomaly. The motor passed motor test. The pump was received with cracked display window corners, battery tube threads, reservoir tube lip, and belt clip slot and scratched lcd window.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 427 mg/dl. The customer treated with a manual shot. The mother stated that the motor error occurred during a bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.